Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.191 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.064 ohms. The infusion pump also failed the 30 psi occlusion test, recording a pressure of 18.400 psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 222 to 215. Following the recalibration, the device passed the 30 psi occlusion pressure test at 25.050 psi, which is within specification. CAPA-34 and CAPA-15 were initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.191 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.064 ohms. The infusion pump also failed the 30 psi occlusion test, recording a pressure of 18.400 psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 222 to 215. Following the recalibration, the device passed the 30 psi occlusion pressure test at 25.050 psi, which is within specification. No patient involvement was reported.